Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic area') in a 35-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perinatal depression, dysuria, vaginitis, hypertension, micturition urgency, morbid obesity, bariatric surgery, peripheral swelling, myalgia, weight loss, malaise, nausea, vomiting, gerd, subconjunctival hemorrhage, vaginal irritation and amenorrhea. Previously administered products included for an unreported indication: ambien and zoloft. Concurrent conditions included obesity, gerd, vitamin d deficiency, gastric bypass, sciatica, headache, upper back pain, neck pain, muscle strain, secretion discharge, vaginal discharge, black eye, skin laceration, tenderness, increased urinary frequency, kidney pain, abdominal pain, suprapubic pain, flank pain, fatigue and chest pain. Concomitant products included cefixime (flexeril), ibuprofen, ibuprofen (motrin ib), medroxyprogesterone acetate (depo-provera) from (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), 5 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery ((hysterectomy - uterus +cervix)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Discrepancy noted: in mr it is mentioned as essure confirmation test(s) conducted, specify : no but previously lab data for confirmation test has been captured. The patient did not have essure removed, however, is currently planning for removal. She received treatment for urinary tract infection. Discrepancy noted for date of removal previously reported as essure removed on (B)(6) 2013 and now reporting as essure not removed. Previously reported as hysterectomy-uterus+cervix performed on (B)(6) 2013 now reporting as -did you experience any complications of your unintended pregnancy or delivery: yes. If yes, describe the complications you experienced (mark all that apply) : miscarriage do you allege that essure caused birth defects?: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: pfs received. Event: blood or heart disorder/condition type: anemia added. On 16-jun-2020: mr received. Medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic area') in a (B)(6) female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perinatal depression, dysuria, vaginitis, hypertension, micturition urgency, morbid obesity, bariatric surgery, peripheral swelling, myalgia, weight loss, malaise, nausea, vomiting, gerd, subconjunctival hemorrhage and vaginal irritation. Previously administered products included for an unreported indication: ambien and zoloft. Concurrent conditions included obesity, gerd, vitamin d deficiency, gastric bypass, sciatica, headache, upper back pain, neck pain, muscle strain, secretion discharge, vaginal discharge, black eye, skin laceration, tenderness, increased urinary frequency, kidney pain, abdominal pain, suprapubic pain, flank pain, fatigue and chest pain. Concomitant products included cefixime (flexeril), ibuprofen, ibuprofen (motrin ib), medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), 5 days after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). The patient was treated with surgery ((hysterectomy - uterus +cervix)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: right: 3 coils left: 3 coils. Discrepancy noted: in mr it is mentioned as essure confirmation test(s) conducted, specify : no but previously lab data for confirmation test has been captured. The patient did not have essure removed, however, is currently planning for removal. She received treatment for urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Essure explanted on (B)(6) 2013. Event pelvic pain updated as serious incident. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.